Manufacturer narrative:
(B)(4). The ziv6-35-125-6.0-120-ptx stent of lot number c778922 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. It may be noted that restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads (or amplifies) to the restenosis process. It may be noted that in relation to this event, the following comments were provided by physician: "considering the condition of the lesion, there was a possibility that restenosis would occur." Moreover according to the feedback provided by the sales rep: "this restenosis is the one typically seen to the patient implanted metallic stents." Worsened claudication indicated in the complaint description is the symptom of occlusive arterial disease and can be associated with reported restenosis. Based on the feedback provided by the physician, it is very unlikely that restenosis could have occurred due to zilver ptx malfunction. Recurring disease (related to patient/lesion condition) is the most likely cause of this restenosis. However, a definitive cause of this event cannot be determined. As no angiogram imaging was provided, the complaint is confirmed based on customer testimony. According to instruction for use restenosis of the stented artery and worsened claudication are noted as a potential adverse events associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, pta was performed and the patient recovered. Quality engineering assessed the complaint and the risk has been determined to be low. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On the (B)(6) 2012 a ziv6-35-125-6.0-120-ptx was implanted in the upper part of the left fsa. On the (B)(6) 2014 restenosis (50-99%) in the lesion where stent was implanted was confirmed. Worsened claudication was observed to the patient. Pta was performed against it and the patient recovered.